Event description:
It was reported that when attempting to introduce a 2.5x28 rx xience prime stent delivery system (sds) onto an unspecified guide wire, it was noted that the distal tip was missing; the tip was found stuck on the distal packaging stylet; the tip had detached during removal of the stylet. The device was not used in the procedure. There was no patient involvement and there was no occurrence of a clinically significant delay. A non-abbott sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Tip separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.